Manufacturer narrative:
(B)(4). D10: unk head; cat: 110031012, lot: 66806486 bearing. G2: foreign, australia. H6: proposed component code: mechanical (g04), stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to stem subsidence that progressed to a fracture around the prosthesis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided. Review of the available records identified the following: cementless left total hip arthroplasty is thought to exhibit femoral stem subsidence, and is associated with a periprosthetic fracture of the proximal femoral shaft. Under sizing of the femoral stem component and excessive reaming of the proximal femur with respect to the size of the femoral component implanted may be contributing factors to subsidence. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.